Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing, resulting in an inappropriate shock to this patient. It was noted that there appeared to be a connection issue. This s-ICD was implanted last month and was programmed to the primary vector. Technical services (ts) discussed programming to secondary and to obtain an x ray. This s-ICD remains in service. No adverse patient effects were reported.